Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via manufacturer representative (rep), regarding patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that patient brought her equipment and it had been chewed on by her new puppy. Patient stated that this was around (B)(6) 2019. The rep tried connecting to patient's device and did not have any luck. Unable to read battery. Unable to charge with broken charger. Patient's battery was in it's 2nd overdischarge. Patient was being sent new charging cable and patient programmer and belt for delivery this morning. The rep met with patient the following week and cleared the overdischarge and the associated power on reset (por). No symptoms were reported. Hcp had no further information, patient's weight was asked but unknown. Additional information was received from the rep on (B)(6) 2019. The rep met with the patient on that day. The rep was able to charge up and clear her por. At this point patient was educated on the importance of charging and reconditioning her battery. Additional information was received from the rep on (B)(6) 2020. They reported that the patient had their 3rd and final overdischarge. The patient reported they were interested in replacing the device with the newer model. Additional follow up will be done to confirm if surgical intervention has been planned or scheduled by the physician. No further complications were reported or anticipated.

Event description:
(B)(6)mpxr 616068 (hcp, rep): information was received from a hcp via manufacturer representative, regarding patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that patient brought her equipment and it had been chewed on by her new puppy. Patient stated that this was about a month and a half ago. Rep tried connecting to patient's device and did not have any luck. Unable to read battery. Unable to charge with broken charger. Patient's battery was in overdischarge. Patient was being sent new charging cable and patient programmer and belt for delivery this morning. Rep was going to meet with patient next week for an od /jumpstart on her battery. This will be the second overdischarge. No symptoms were reported. Hcp had no further information, patient's weight was asked but unknown. No further complications were reported/anticipated. (B)(6), mpxr 616068.1 (rep): additional information was received from a manufacturer representative. Rep met with the patient on the date of the report. Patient brought with her, her new charging equipment that repairs had sent to her. We were able to charge up and clear her por. At this point patient was educated on the importance of charging and reconditioning her battery. No further complications were reported/anticipated. (B)(6) rtg0045912 x2, mpxr 616068.2, _e1 (rep): additional information was received from a rep. They reported that the patient had their 3rd and final overdischarge. The patient reported they were interested in replacing the device with the newer model. No further complications were reported or anticipated. (B)(6)_e2 (rep): additional information was received from the rep.they reported that the ins had been dead in the 3rd overdischarge state since they received their replacement charger, but the patient hadn't reached out for assistance until the appointment on (B)(6), 2020. The ins replacement surgery has been scheduled, but the rep did not know the date yet. Additionally, the rep reported the ins will not be returned after explant, but they did not specify why. No further complications were reported or anticipated (B)(6) e3, e4 (rep): additional information received from the manufacturing representative (rep) indicated that the patient had received their replacement recharger on (B)(6). The rep mentioned that the physician wants to discard the explanted device. No further complications were reported or anticipated. **omitted information regarding pe 1st od, and programmer and rechargers.**

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date corrected. In last supplemental report correct aware date hadn't saved. Corrected aware date to reflect june 1, 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that the ins had been dead in the 3rd overdischarge state since they received their replacement charger, but the patient hadn't reached out for assistance until the appointment on (B)(6) 2020. The ins replacement surgery has been scheduled, but the rep did not know the date yet. Additionally, the rep reported the ins will not be returned after explant, but they did not specify why. No further complications were reported or anticipated.